Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11109489, was returned and analyzed. Visual inspection of the mapping catheter showed the tip and loop section was knotted between two electrodes. An electrode was missing, and the wire was exposed. In conclusion, the tip/ loop damage issue was confirmed through visual inspection. The mapping catheter failed the returned product inspection due to the damaged tip/loop, the knot and electrode separation from the wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was observed to be "clumped" together, and could not be withdrawn into the balloon catheter. The physician attempted to untangle the mapping catheter tip loop by rotating it clockwise, without resolve. The case was completed with cryo. The balloon catheter was withdrawn into the sheath, with the mapping catheter outside of the distal tip of the balloon catheter. Once it was withdrawn, it was noted that the mapping catheter had been tied in a knot, and the proximal portion of the tip had an externalized cable. No patient complications have been reported as a result of this event.